Event description:
Patient was brought to cath lab for angiogram. Ffr done for validation proceeded by pre-dilatation balloon successfully. Bare metal stent was prepped and inserted. Stent balloon inflated and inserted. Stent balloon inflated and unable to deflate. Multiple attempts were made to deflate balloon. Patient became unstable. Patient went to operating room for removal.